Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
South korea. Allegedly a patient who underwent a breast surgery augmentation on july 2021, had an ultrasound that reveals signs of device rupture on her left breast. Revision surgery was performed (B)(6).